Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 538 (mg/dl). Reportedly, the customer delivered a bolus via the pump to address bg level. Subsequently, multiple cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring but cartridge change error message occurred again. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Additionally, the cartridge damaged issue and the cartridge does not fit issue could not be verified. The cartridge was not returned.